Manufacturer narrative:
A steris technician inspected the unit and found the jacket trap line was clogged causing excessive moisture to condense in the jacket and residual moisture on instrument packs processed in the sterilizer. All other sterilizer functions were operating as intended. The technician re-built the jacket trap, replaced the trap check valve, cleaned the trap strainer, performed a leak test and placed unit back into service. No further issues have been reported with the equipment. The sterilizer subject of this event is 28 years old and exceeds its expected useful life. The sterilizer is maintained by steris and was last serviced in (B)(4) 2011 when preventive maintenance was completed and the unit was found to be operating properly, including the jacket trap line. (B)(4) and steris sterilizer literature state when items are removed from the sterilizer, they should be visually inspected and any items or packaging that appear to be wet should not be used. Steris offered to conduct in-service training on proper preparation and handling of instrument packs, however the user facility declined.

Event description:
The user facility reported that during preparation for a patient procedure a hospital employee inadvertently overlooked moisture on the instrument pack and subsequently opened it in the sterile field. The patient procedure was delayed approximately 1.5 hours but was later completed successfully.